Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the device was at end of service and was off/disabled and no longer providing therapy. The patient stated the manufacturer representative told them there might be 2% left in the device and saw something going through the leads still but that stimulation may only last a few days. The patient noted they had been told the device would last 7-9 years and it hadn¿t even lasted 5 years. The patient was directed to contact the healthcare provider for replacement. The patient mentioned that the device worked 50% to control the pain at the bottom of their feet and they need the device as it is important for them walking. Further information received from the representative reported that the implant was overdischarged and at end of service. The external or patient factors that may have led or contributed to the issue was noted to be compliance. The representative tried to clear the power on reset when the device showed the end of service message. The patient was calling the implanting physician¿s office to discuss replacement options and surgical intervention was planned. The issue was not resolved at the time of the report. The indication for use was non-malignant pain.